Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that when the battery goes down to two bars the insulin pump seems to stop working; she would get air bubbles in the reservoir and blood glucose would start to rise. Customer stated that the issue is resolved by changing the battery. Customer stated that the issue started around (B)(6) 2014. Blood glucose was in the 300 mg/dl range. The customer also mentioned she was having issues with the meter not communicating with the insulin pump. Current blood glucose was 280 mg/dl. The customer stated she had not treated and was advised the blood glucose reading could be entered manually. Customer changed the batteries on the meter and was able to establish communication. She declined troubleshooting for air bubbles in the reservoir.